Event description:
It was reported that the ¿doctor had tried today first time cdh29b and he had an anastomotic leak.¿ no additional information was provided.

Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Additional information received: dr. (B)(6) used the cdh29b for the first time. Patient: age (B)(6). Procedure: lap. Sigmaresection ( divertikel ). Unfortunately, a very severe complication with anastomotic bleeding on the first day and anastomosis insufficiency with sepsis, reoperation, hartmann operation and uncertain outcome, with the early bleeding and insufficiency is in my opinion clearly stapler associated, the operation was otherwise completely unproblematic, mic sigmaresektion for recid. Diverticulitis as usual. The anastomoses were performed transanal by very experienced senior physicians or specialists. Yesterday the (B)(6) patient was on the its. But the patient appears to be on the road to recovery. What were the indications for surgery? Lap sigma. What surgical procedure was performed? Lap sigma. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Many years of experience, one of the head surgeons. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? I don¿t know. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, am pretty sure - the surgeon is one of our kol´s. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Unknown. Was the green checkmark visible at the end of the firing? I don¿t know. How many counter-clockwise revolutions of the adjusting knob were used to open the device? I don¿t know, they were instructed to open two times 360 degree. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were the donuts inspected? If so, please describe. Yes. Were there any issues noted with staple formation? If so, please describe the shape and location. No. Was a leak test performed? If so, what type and what was the result? Yes and the test was good. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? One day after surgery. How was the leak identified? Reoperation. What was observed at the site of the leak upon reoperation? There was a leak. How was the leak addressed? To sales rep. What is the current patient status? He was intubated for 1.5 weeks and on ist, now he feels better, but he still needs to stay at hospital, his stoma will be relocated in 6 month.

Manufacturer narrative:
(B)(4). Date sent: 07/26/2022. D4: batch # 321a59. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device was received inside the sterile package and with no apparent damage. The package was opened and the breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.